Manufacturer narrative:
A product serial number was identified. According to clear+brilliant user manual (p009341-03 rev. A), pinpoint bleeding is an expected response from treatment. This type of complication is typical when treatments are spaced too close together such as 2-3 weeks instead of 4 weeks. Although rare, this may occur and typically self-resolves without sequelae. The customer stated the patient has recovered. A review of the manufacturing records showed all requirements were met. Since no product or additional information was provided by the customer, no causal factors can be determined, and no conclusion can be drawn.

Manufacturer narrative:
Additional medical information and product serial number were requested, however the doctors office did not wish to provide further detail in regards to the event. Treatment tips do not deliver any energy and no treatment data is stored on the tip itself; there is no information to gather from their return. System has no system/data logs that can be reviewed. System has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. Doctors can also utilize the burn paper to confirm system laser is providing correct pattern/ coverage. The doctor did not perform requested burn paper test and thus the manufacturer cannot verify proper pattern/coverage. A review of the device history records is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
It was reported by a doctor¿s office that after treatment, a patient exhibited erythema and small scattered pin point bleeding in their face. It is unclear how far after the treatment, the erythema and pin point bleeding occurred. Photos were obtained and they confirmed that pin point bleeding is visible. A company clinical specialist reached out to the office, and they informed the office this typically happens when multiple treatments are spaced too close together instead of 4 weeks apart. Additional medical information was requested, however the doctor¿s office stated they did not wish to provide further information in regard to the event as the patient ¿is fine¿.